Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic cholecystectomy procedure, after the gallbladder was taken off the liver bed, surgeon ask for the device. They placed the gallbladder in the bag and pulled the string to close. Once closed he pulled the white handle but was unable to pull it out completely. They checked that the string was pulled and the bag closed and tried pulling the white handle again. But nothing happened, it was stuck. So he had to take the whole device out with the trocar. From there that¿s when we noticed that the ring metal part was broken. There was no damage to the incision where the trocar was inserted or to the patient. Another bag was opened to complete the case. There was no patient injury.